Event description:
Removal of implant alloderm with immediate reconstruction with implant and alloderm. At approximately one month later: open capsulectomy with removal of expander - capsulotomy (r) breast. Treated with antibiotics.